Manufacturer narrative:
The customer reported that the unit would not transmit vitals to central nursing system (cns) and the batteries were inserted incorrectly which caused the unit get hot. The unit was in patient use but no harm was caused to the patient. Attempt # 1: (B)(6) 2021 emailed the customer via (B)(6) for all the information : no reply was received.

Event description:
The customer reported that the unit would not transmit vitals to central nursing system (cns) and the batteries were inserted incorrectly which caused the unit get hot. The unit was in patient use but no harm was caused to the patient.